Event description:
The customer reported that during the set up on the ventilator (no patient involvement), the start/stop button doesn't hold or stay engaged. The vent will pressurize to specs and when the start/stop button is depressed, it takes multiple attempts to start the driver. When the driver does start, the driver will soon stop without anyone touching the start/stop button (unit stays pressurized).

Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and reproduced problem that the driver would not start after pressurization unless start button was held down, it would not "latch" on. Replaced the ddi pcb and the unit pressurized, started, and ran normally. There was no drifting of readings and all alarms sounded as designed. Unit met all company specifications after servicing. (B)(4).